Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio beep anomaly. The customer¿s blood glucose was 11.3 mmol/l. It was reported that audio issue was confirmed. Customer reported that she was not getting audio from her pump. The customer advised to adjust the audio volume to 1, press save, and listen for the beep. The customer advised to adjust the audio volume to 5, press save, and listen for the beep. Customer reports they did not hear beeps when audio volume settings were saved. The customer advised that the pump will need to be replaced. The customer advised to revert to backup plan per health care professional instruction. The device will be returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the insulin pump history due to broken pin 6 trace (sda) onu1 keypad assembly. (B)(4).

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. (B)(4).